Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015, the patient was having trouble with the otping insulin pump and had a diabetic seizure. No additional information was provided regarding the incident, the patient's pump status or the nature of the pump malfunction. Attempts by the customer support to follow-up on the mater were unsuccessful. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hypoglycemia related to an unspecified pump malfunction while the patient was on pump therapy.